Event description:
It was reported that during a turbt procedure on (B)(6) 2025, the urologist was using blue light to take tissue samples to confirm if the patient required a cystectomy or not. The urologist resected using white light but was not able to use the blue light technology to confirm he had removed all of the cis (carcinoma in situ). He did try to get a biopsy where he thought he saw the illumination as the light worked the first time, he active the blue light but didn't for the additional attempts. After he biopsied, he went on to resect the bladder.

Manufacturer narrative:
The device was returned to our canadian facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).